Event description:
Additional information received reported that the cause of the event was lead migration and facet joint pain. There were no abnormal impedance measurements and reprogramming was done on (B)(6) 2012. The patient had no left side relief because the lead migrated to the left, so only had right side coverage. The patient was to be reprogrammed again in november and lead revision was planned "soon," but not scheduled. The patient also received two thoracic (B)(6) on (B)(6) 2012 and (B)(6) 2012 that provided "great" pain relief. Radiofrequency was also performed on (B)(6) 2012. Hospitalization was not required and the patient sustained no injury.

Event description:
It was reported that "prior to an injection" the patient was experiencing stimulation in the wrong location. The patient had all rig ht side stimulation and his pain was all left side. Reprogramming the device was unsuccessful. The physician was going to revise the lead and add a second lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 37744, serial# (B)(4), product type programmer, patient product ID 3550-29, lot# n311900, implanted: (B)(6) 2012, product type accessory. (B)(4).